Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 86 days. Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The hm3 instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the hm3 lvas. This IFU, as well as the hm3 patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that the patient was seen in clinic and the driveline site was cultured. The culture displayed a few gram positive bacilli and lots of corynebacterium sp. Site of the infection was draining minimal serous fluid. It was decided that the patient will start doxycycline 100 mg twice a day. Patient is to stay on doxycycline for the chronic driveline infection. No additional information was provided.